Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator shut off by itself. Analysis did find that the liquid crystal display was "defective" in that there was a line through the lower display, that the upper and lower cases, side bail covers and ring cover were broken and that the battery release and battery drawer were contaminated. All affected parts were replaced. (B)(4).

Event description:
It was reported that the external pulse generator shut off by itself. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
It was reported that the external pulse generator shut off by itself. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.